Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device were attempted in the right common femoral vein via 7fr sheath using the preclose technique prior to electrophysiology (ep) procedure. Reportedly, after deploying the sutures, the guide wire was put in, to retain vessel access; however, the suture was caught in the device and the knot was not present. The device and sutures were removed. The ep procedure was completed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.